Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was found to have no capture during follow-up. The lead had previously been found to be dislodged but was not repositioned at that time. The lead was explanted and replaced after further dislodgement was seen and no capture was observed. Patient was doing well and was stable post procedure.